Event description:
Information received from the field notes that the patient had been cardioverted one day prior to the follow-up. During the follow-up, interrogation found the device in back-up mode. A software download was successful, but after programming, measured data reported a cell voltage of 2.04v and a current drain of 442ua. Atrial lead impedance was <200 ohms and ventricular lead impedance was 243 ohms. Loss of atrial capture was also reported.